Manufacturer narrative:
(B)(4).

Event description:
The customer reported that during use the cuff could not be deflated. The tube was removed and replaced. No patient harm was reported.

Manufacturer narrative:
(B)(4). The sample associated to this report was received and the customer reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.